Event description:
The facility's biomedical technician reported an infusion pump with no upstream occlusion alarm. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.